Manufacturer narrative:
E1: (B)(6) medical center. The device was returned and evaluated, and the customer¿s allegation was confirmed due to pinhole on bending section cover, water tightness was lost. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on the bending section cover had a chip; connecting tube had a wrinkle; light guide bundle had breakage; bending tube, connecting tube and universal cord had a dent; due to damage on image guide bundle, the image had a stain; connecting tube had a dent; light guide cover glass, light guide connector, universal cord, forceps channel port, up/down angulation lever plate, angulation lever, grip, scope cover, control unit, eyepiece had a scratch; and indication on up/down angulation lever plate was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an air or water leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had a coat that was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the event may have occurred due to stress from use, external factors, or handling caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.